Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected. Results: visual inspection revealed that the spike was separated from the water feedset tubing. It also showed that sufficient glue was present around the spike tubing connection; however, the glue was not bonding. A lot check revealed no other complaints of this nature for lot number 120503. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line, and any damages or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connection part between the water feedset tube and spike "got bent" during use, causing the water to leak. No patient consequence was reported.